Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg) system, the physician dissected the subclavian vein, resulting in a hemothorax. Both the right atrial (ra) lead and the right ventricular (rv) lead exhibited high thresholds and dislodged due the heart muscle moving as a result of the hemothorax. Both pacing leads were repositioned successfully and remain in use. No further patient complications have been reported as a result of this event.